Event description:
Boston scientific received information that this right ventricular (rv) lead has dislodged from the original implanted site. This rv lead has been explanted and replaced with a new lead. No adverse patient effects reported.